Event description:
It was reported that the control panel display on the 2800 system would not work and the system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connection to the ps4 power supply was repaired during the service call. The system was tested and found to be working as intended and put back into service.